Event description:
It was reported that the targeting device does not work properly when it comes to rotating the knob into a different angle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.